Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases were also noted to be broken and the ring bent.

Event description:
It was reported the unit will not power up. Shut down was also indicated. The device subsequently tested out of specification during manufacturer's analysis. Follow-up information received determined there was no patient involvement.